Event description:
The device was used during a thoracoscopic lung partial resection procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. After surgery, it was confirmed by x-ray. The surgeon performed a re-operation to correct the condition and there was additional tissue loss. The hospital has reported the pt's condition is satisfactory.